Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2010 and mesh was implanted due to sui and pop associated with urethral hypermobility. (B)(4).

Manufacturer narrative:
Date sent to the FDA: 02/10/2014. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010, and a mesh was implanted. It was reported that the patient underwent pancystourethroscopy, and periurethral bulking agent injection with macroplastique on (B)(6) 2013, due to sui. No additional information was provided.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted. It was reported that on (B)(6) 2011, the patient underwent vaginal urethrolysis and botox injection for incontinence. It was reported that on (B)(6) 2011 the patient underwent excision of sling. It was reported that on (B)(6) 2011 the patient had an ams miniarc-precise implanted. It was reported that on (B)(6) 2012 the patient underwent cytoscopy with peri-urethral bulking agent due to urinary leakage. (B)(4).

Manufacturer narrative:
It was reported that patient underwent cystoscopy and placement of the mid urethral miniarc sling on (B)(6) 2011 due to sui. It was reported that patient underwent cystourethroscopy & ureterolysis with excision of sling material on (B)(6) 2011 due to urgency, frequency and urinary retention after sling placement. It was reported that patient underwent cystourethroscopy & periurethral bulking agent injection with macroplastique on (B)(6) 2012 due to sui. No additional information was provided. (B)(4).